Event description:
The customer reported a contained leak from reagent probe b when using the unicel dxc 600 synchron system. The customer stated she noticed reagent probe b leaking and filling the drip tray when replacing a reagent cartridge. The customer estimated a volume of 1 cup of fluid leaked. The customer was wearing personal protective equipment of gloves. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support advised the customer to check the cartridge reagent syringe for issue, no issues were found and a service request was generated. The field service engineer (fse) evaluated the instrument and replaced reagent probe b wash collar waste valve (p/n 472689), no further leaks were observed. The fse checked and cleaned reagent probe a waste valve as a precautionary measure. The fse verified repairs by priming and running controls. Identified failure mode: the failure mode is reagent probe b wash collar waste valve (p/n 472689, valve-solenoid). No erroneous results were generated or reported. A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).